Event description:
(B)(6) 1998 the female patient was initially inserted tha cup, which was revised on (B)(6) 2020. It was planned to replace from the liner of 22 mm diameter to the liner of 32 mm diameter after removing the neck. But the neck could not be removed, and it remained as it was, and closed at that time. After that, she began to dislocate more frequently, and on (B)(6) 2020, the stem side was also prepared in consideration of the possibility that the neck won¿t be come out. The condition of the femur bone was also good, and the surgeon wanted to remove the neck as much as possible and only replace the neck and liner because the stem is firmly fixed. But despite the fact that the surgeon was carefully preparing for the removal of the neck, after all, the femur could not be pulled out, and the femur was vertically split and the stem was removed, and a new stem, neck 32 mm, and liner were replaced. Initially, it was planned to be less than 1-hour op if the neck got out, but finally it took 5 hours. The surgeon requested to investigate the reason; why he could not remove the product. He had never experienced a case where the neck could not come out so difficult and took so long. Originally, the surgery was planning to remove the neck, replace it with a larger diameter head, and change the liner to match it, but it could not remove it. So, the surgeon had to remove the stem, and op time and bleeding volume increased. Blood transfusion was performed because bleeding increased due to extension of op time. Update: sr confirmed that the surgeon attempted to remove the "head" not the "neck".

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding dislocation is reported involving omnifit liner. The event was not confirmed. Method & results: -product evaluation and results: visual inspection - visual inspection of attached images performed and stated that - device surface seems yellowish in colour and scratches can also be observed on the surface. Ma - material analysis is not performed as dislocation is not related to material integrity issue. Functional and dimensional inspection not performed as device was received in damage condition. -clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced . Conclusions: the event was reported about dislocation involving metal head. The event was not confirmed. It is noted that stem and neck is one piece. It does not separate. The exact cause of the event could not be determined because lack of information for example: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 1998 the female patient was initially inserted tha cup, which was revised on (B)(6) 2020. It was planned to replace from the liner of 22 mm diameter to the liner of 32 mm diameter after removing the neck. But the neck could not be removed, and it remained as it was, and closed at that time. After that, she began to dislocate more frequently, and on (B)(6) 2020, the stem side was also prepared in consideration of the possibility that the neck won¿t be come out. The condition of the femur bone was also good, and the surgeon wanted to remove the neck as much as possible and only replace the neck and liner because the stem is firmly fixed. But despite the fact that the surgeon was carefully preparing for the removal of the neck, after all, the femur could not be pulled out, and the femur was vertically split and the stem was removed, and a new stem, neck 32 mm, and liner were replaced. Initially, it was planned to be less than 1-hour op if the neck got out, but finally it took 5 hours. The surgeon requested to investigate the reason; why he could not remove the product. He had never experienced a case where the neck could not come out so difficult and took so long. Originally, the surgery was planning to remove the neck, replace it with a larger diameter head, and change the liner to match it, but it could not remove it. So, the surgeon had to remove the stem, and op time and bleeding volume increased. Blood transfusion was performed because bleeding increased due to extension of op time.